Event description:
On 09/18/06, nellcor puritan bennett received a report of a pilot balloon leak on a low pressure tracheostomy tube. The caller reported that the patient was on a ventilator. The caller reported that the tube was pre-tested. The caller reported that 15 minutes after use of the tube, the ventilator's low pressure alarm started to go off. The caller reported he thinks the leak is in the pilot balloon. The caller reported the tube was replaced without incident.

Manufacturer narrative:
Investigation of this complaint is currently in progress.